Event description:
Allegedly the patient was revised due to mom complications: pain. Head, cup, & neck were pulled. Dual mobility from stryker and their cup were implanted. New mpo neck & head implanted.